Event description:
It was reported that the catheter exhibited a spline planarity issue during the procedure and the patient experienced hemorrhaging into the chest post-procedure. During a pulse field ablation (pfa) procedure using a farawave catheter the catheter exhibited a spline planarity issue, though the procedure was able to be completed. After the procedure the patient hemorrhaged into the chest (not the pericardium) and was admitted to the hospital at least two weeks for post-op monitoring. No medical intervention was noted, and the patient is expected to fully recover. The patient was back to eating solid foods but not back to normal day-to-day activity. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.